Manufacturer narrative:
The suspect device/component has not been returned to vyaire medical. Therefore, a definitive root cause cannot be determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
It is reported to vyaire medical that the sipap experienced a drop in the CPAP pressure by 0.1 cm every 5 seconds until it reaches 0, then pressurizes to 11. The reported issue happened while on a patient. The customer confirmed that there was no patient harm associated with the reported event.